Event description:
Nurse reported the hospitalization. Customer's sister called with details of hospitalization. Caller stated that this is the fourth time customer has been hospitalized. The paramedics were called. Customer had high blood glucose. Customer had a bent cannula and the insulin pump did not alarm. The blood glucose reading at the time of the event was 677 mg/dl. Customer was vomiting. Customer had a mild heart attack. Hospital treated with manual injections. Caller requested a replacement insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.